Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl+ device indicating that the capacitor did not have sufficient energy. The field service engineer (fse) visited the customer site, assessed the device, and identified therapy delivery issues due to a faulty capacitor. The fse then replaced the defective capacitor with a new capacitor. After verifying the device's functionality as normal, the system was returned to service. No further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin.